Manufacturer narrative:
Please disregard the previously submitted medwatch related to this complaint as it was found that the unit belongs to another manufacturer. The appropriate associates were informed of the details of this complaint. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the pressure interface cable failed multiple times causing the pressure field to be reset each time. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: according to the information available, a pressure cable, which is a part of the heart lung machine (hlm) trial kit, malfunctioned during a cpb procedure on (B)(6) 2020. The pressure cable connects to the pressure module and the cable is then attached to a pressure dome separator or directly to a pressure transducer. The team reset it/ re-zeroed it three times during the procedure. There was no harm or blood loss associated with the event. There was no delay in the continuation of the surgical procedure.